Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Upon troubleshooting action, fse found that the monitor not displaying image. Turned monitor off and back on, image returned, due to defective dose chamber. The fse replaced the dose chamber. After replacement of the dose chamber, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.